Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacement indicator (eri) after approximately 43 months of service. The physician was dissatisfied with the longevity. The device was explanted and a new device was implanted. The device was returned for analysis.